Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 blood accompanied by symptoms. Charles, husband, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-0 and symptoms. The customer's expected blood glucose test result range is undisclosed. The customer reports symptoms of feeling sleepy and drowsy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date and vial date are undisclosed. The meter memory was not reviewed for previous test result history: symptoms: customer's husband states they have been able to get readings with the true metrix meter on two different people but only e-0 with the customer. Customer has had breast cancer and surgery. Customer has received multiple transfusions. Customer feels drowsy and sleepy. Customer's daughter is on another phone waiting to speak with customer's physician. Advised customer's husband to call 911 or take customer to urgent care due to symptoms . Customer believes she has low blood sugar but has had orange juice and soup and continues to feel the same way.